Manufacturer narrative:
The reported event of charge timeout was confirmed. Analysis of the device image revealed charge timeouts have occurred. The cause of the charge timeout was determined to be due to low battery voltage from excessive charges. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the implantable cardioverter defibrillator capacitor maintenance has timed out. The device was explanted and replaced. The patient was in stable condition.